Event description:
Pt was riding her scooter and the post on the chair broke and she fell. Since her accident, she suffers pain and discomfort in the lower back and left arm/shoulder/elbow. Headaches and sleep problems.